Event description:
This is a malfunction of 3 impactors-positioners-aligners, which are intended to be used with trial delta cups; the 3 instruments have the same model # (9057.20.55) and different lot # (200900887-200906984-201113786). One instrument broke during a surgery (creation of a crack on the impactor without separation of the instrument in two or more parts); the other two instruments experienced a loss of functionality of the male thread which is screwed into the trial cup. The events occurred in (B)(6) during different surgeries, performed in the period (B)(6) 2013. Our subsidiary lima australia reported that none of these events caused serious injury.

Manufacturer narrative:
Lot # 200900887 - MFR date 10/2009. Lot # 200906984 - MFR date 02/2010. Lot # 201113786 - MFR date 11/2011. Broken impactor (lot # 200900987) : the check of the work cycle and raw material certificate of the impactor did not show any anomaly. We don't know when it exactly broke, and how many times it was used, as we did not receive this info. The breakage occurred correspondently to the welding between "stem" and the "ring" of the impactor. A gtaw (gas tungsten arc welding) welding process is used to weld these two metal components. Although no anomalies were detected during the welding process, we cannot exclude that the breakage (creation of a crack without separation of the instrument in two or more parts) is somehow related to the execution of the welding process for this single piece. This is the 1st similar case reported. Impactors with damaged male thread (lot # 200906984 and 201113786): by the check of the work cycles, we can confirm that the functional check performed with the proper gauge on the male thread of the two impactors was ok soon after their manufacturing process. Nevertheless, the two instruments experienced a problem with the functionality of the male thread with the time. It's not easy to go back to the cause of this damage; we believe that the male threads could go slightly damaged after repeated use, or because of improper use by the surgeon (onset on multi-axial forces on the male thread when beating the cup), or because of a combination of both these factors. We don't known if the two instruments were used in combination with definitive or trial cups. The surgical technique clearly specifies that these impactors-positioners-aligners must be used only with the trial cups; if the surgeon used these instruments in combination with definitive cups, this improper use could have contributed to the damage of the male thread and the loss of functionality. A proper communication has been given to the complaint source int his sense. The only other complaint about these impactors is a signaling of seizure of male thread of the instrument with a definitive cup (our complaint # (B)(4), MFR report # 300802110-2013-00012). In that case, the surgeon could not unscrew the impactor from the definitive cup after beating. That was clearly an improper use, because the impactor was used in combination with a definitive cup (the user did not follow the indications of the surgical technique). Moreover, the returned instrument was found to be fully functional.